Event description:
It was reported that the tip of the bender was chipped. It was found on x-rays after the surgery that the tip had been left in the pt's body. No other pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine the cause of the event.